Event description:
Information was received indicating that this ambulatory infusion pump failed pressure tests. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump had screen damage. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included pressure testing. The pump did not pass the pressure test, and sensor testing found the downstream occlusion sensor alarm values to be outside of manufacturing specification. The pump's downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was be confirmed. The root cause was attributed to the pump's downstream occlusion.